Event description:
It was reported that the ilet pump¿s touchscreen was cracked, after which the user could wake the screen, view notifications and glucose graphs, but could not slide to unlock; dosing appeared to continue, the user was not connected to a sensor, and a replacement device and an additional charger were arranged, consistent with a device fracture involving the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a stress-related problem consistent with a cracked touchscreen, aligning with a fracture device problem and implicating the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.